Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
It was reported that the customer experienced hyperglycemia. The customer¿s blood glucose level was 30.4 mmol/l at the time of incident. The customer declined troubleshooting for high blood glucose level. The customer was treated with manual injections for high blood glucose level. Customer stated that insulin pump had insulin flow blocked alarm. Customer stated that they experienced symptoms such as vomiting related to high blood glucose level. It was unknown if the insulin pump was on auto mode. The device will not be returned for analysis.